Event description:
Additional information received from a manufacturer representative reported the screws were deviated less than 3.5 mm. The suspected cause of the deviated screws was skiving. There was no patient harm due to the deviated screws.

Manufacturer narrative:
H3: software analysis was completed. Clinical export data file was thoroughly inspected. The log file was examined in order to inspect and understand procedure workflow. Fluoroscopic images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r & d workstation. The platform used for this case was dual-schanz pins in the psis. The operated levels for this case were t10, t11, l1 and l2 and the thoracic vertebrae are outside the operational range when using the schanz pin as a platform in percutaneous cases. The instrumentation of l2 right was reviewed before and after the adjustments made in the planning (by the intra-operative images provided). The drill guide's teeth were not engaged with the bone, which can result in superior skiving. During the second attempt, after the plan was adjusted and the drill guide was properly fixated, which resulted in an accurate placement of the screw within 1.5mm accuracy. After reviewing all provided information, screw placement seems according to the adjusted plan; however, since the intra-operative images are not true-lateral, analysis cannot confirm how accurate the placement was. The images do show that the screws are well inside the pedicle. There are no provided images that show how and where the schanz pins were inserted; howerver, there is a pattern for all reported deviations (superior), which indicates the possibility of a patient movement due to an unstable platform throughout the case. Analysis reproduced the registration results. The registration was successful, resulted in green values for all vertebrae with no apparent shifts. After reviewing all available information, several issues were found. The t10 and t11 were instrumented outside of the operational range recommended (when using a schanz pin platform in an open case). Sub-optimal surgical technique led to the deviations experienced in l2 right, which is in the operational range. The fact that all trajectories were deviated in the same pattern suggest that the platform itself was unstable. There is no visual evidence to support that, since the schanz pins are not included in the provided images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a t10-l2 procedure was done. A schanz pin was placed in the psis and connected to schanz arms to mount the surgical system to the patient. The surgeon started at t10 on the right side and continued down in a zig zag pattern. The first trajectory was executed and imaging showed it was superior. The surgeon decided to leave the screw in place. The next screw at left t10 was accurate. T11 on the right and left were next and both screws were superior to plan. The plan for the screws was adjusted to move the screws lower. The screws were still superior to plan, but navigation showed that they were accurate. At l1 and l2, navigation showed the screws were superior. Right l2 was very superior so the plan was adjusted and the screw was redirected. There was no patient harm and the procedure was delayed less than an hour.